Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that during insertion of the bone screw the tip of the screwdriver broke off. A screw post cutter was used to retrieve the broken pieces of the driver. All of the pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
The driver was returned for evaluation. Macroscopic examination confirms driver tip is broken. Optical examination of the fracture surface reveals a quasi-brittle fracture and no indication of torsion or fatigue, with river lines emanating from one hex corner outward, consistent with bend stress overload.